Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main printed circuit board (pcb) was out of electrical specification and the keyboard was contaminated. (B)(4).

Event description:
The device was returned to the manufacturer after being used as a loaner. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: further analysis was performed on the main pcb. This analysis found that there was pcb assembly damage localized to the top of a pcb connector, this condition caused the out of specification excessive active current drain.